Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was not filling up water properly. Potential issue with sensor. Device falsely shows as full (4 bars) when only half of the water has been taken up. Issue could be rectified by turning the device on and off. However, still a concern. The device needs to be repaired. Per sample evaluation results on 11oct2024, it was reported that the unit was not cooling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device was not filling up water properly. Potential issue with sensor. Device falsely shows as full (4 bars) when only half of the water has been taken up. Issue could be rectified by turning the device on and off. However, still a concern. The device needs to be repaired. Per sample evaluation results on 11oct2024, it was reported that the unit was not cooling.